Event description:
A caller reported that the insulin gauge displayed an amount different from what was expected. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by continuing to use the same cartridge until it ran out of insulin.